Event description:
Nursery stiff reported that there was no audible alarms or recording of alarms on this pt. Pt were found in asystole. System was checked by co and situation could not be duplicated, however there was a "yellow level" alarm tone that did not respond for 4 seconds, which was a delay.